Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory product ID tm90t0 serial# (B)(6): product type accessory h3. Analysis of the communicator found that the micro-usb port connector was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 07-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they had problems with the communicator a few months ago and it was replaced. The patient stated that it ¿went and held a charge¿ but they had to send it back to medtronic. The patient said, ¿this one is doing the same thing.¿ the patient stated that they could not plug it into the port. The patient clarified when they try to plug the charging cord into the tm90t0 communicator, and it will not plug in. The patient verified the cord tip does not appear to be damaged but stated the port seems bent. The issue was not resolved. An email was sent to the repair department to replace the communicator. Additional information was received a consumer (con) stated that they received replacement communicator but were not able to connect. The patient stated that they have not been able to get a bolus since friday and "need one" they had fentanyl in their pump. The agent had patient try to connect while on call and received no pump found. The agent had patient close out of application, confirm bluetooth was on and restart handset but did not resolve issue. The agent then had patient move communicator over internal antenna and move away from emi sources. The patient also stated they had the communicator plugged in. The agent had patient unplug device. The patient was then able to connect to ptm and deliver bolus. Furthermore, they get 10 bolus's per day.